Manufacturer narrative:
H10 additional narrative: investigation summary ==> according to the information provided, it was reported that during an ankle achilles tendon and ligament reconstruction while using a mini qa+ w/ #2/0 ocord and v-5 needle w/bit, the anchor broke off, all the pieces were removed from patient. The complaint device was received and evaluated. Visual observation reveals that the anchor is off the inserter but still intact and held in place by the suture, confirming this complaint. The distal end of the tip that connect the anchor was broken. The possible root cause for the anchor being off the inserter could be related to the broken tip as the connection with the anchor was damaged. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified. At this time, no corrective action is required, and no further action is warranted, as the device was placed in long term hold. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). (B)(4).

Event description:
It was reported by affiliate via phone that during an ankle achilles tendon and ligament reconstruction while using a mini qa+ w/ #2/0 ocord and v-5 needle w/bit, the anchor broke off, all the pieces were removed from patient. Another device was used to complete procedure. No surgical delay or patient consequences reported. No additional information was provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.